Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. Another device was successfully implanted. The explanted device was returned for analysis, and preliminary analysis suggests the device prematuraly depleted.